Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 showed the rv sensing amplitude with initial values greater than 20 mv, before in the end of (B)(6) 2020, the amplitude dropped abruptly and stayed as low as 5mv till the end of the recorded period. The rv shock impedance was initially recorded at 50ohms, before it fell in the end of (B)(6) 2020 onto 40ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 29 months, oversensing on the ventricular channel was reported. The lead was capped.